Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user reported that she visited the "clinic" on (B)(6) 2025 to have the volume increased. After the device was disconnected from the software, she could only hear the start up tone and after the appointment she was no longer able to hear with the "device". The user is trying to schedule an appointment with her clinic.

Manufacturer narrative:
According to the inital information received from the field hearing performance with the device was affected after programming session for the external device. Troubleshooting confirmed that reported issue was related to programming of the external device and with additonal programming the reported issue was resolved. No device failure is suspected. The device remains implanted and in use. This is a final report.

Event description:
The user reported that she visited the clinic on (B)(6) 2025 to have programming performed on the external device to have the volume increased. Afterwards hearing performance with the device is affected. Reprogramming of the external device resolved the issue.